Event description:
Pt reported the infusion device ¿primed itself¿ and delivered unintended insulin. She was sitting with friends when she realized the infusion device was delivering insulin. The display showed 24 units of insulin had been ¿primed¿, and she stopped the insulin delivery. She tested her blood glucose and it was already low, which she thought might have been due to delivering too much insulin for lunch. She then went home and ate ¿in a prolonged fashion¿ to counteract the effect of the insulin that might have been delivered. The infusion device was in her pocket at the time of the event, and she had not pressed any buttons. The alarm history was reviewed, and there was a w6 bolus cancelled warning and several e11 set not primed errors. The infusion device then provided e6 mechanical and e7 electronic errors. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.